Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an alleged overdischarge. The health care provider advised the manufacturer representative to help the patient complete a physician mode restart over the phone instead of heading into the office. The patient was not able to communicate with the device starting in (B)(6) of 2019. The patient completed the physician mode restart and then saw a power on reset message, then saw an end of service message, and then saw xxx on the recharger. The manufacturer representative thought that the patient may have had previous overdischarges in the past but could not remember when or who had helped the patient. The manufacturer representative thought that it might have happened a couple of years prior to the report. (Information previously captured in (B)(4)). The manufacturer representative was planning on meeting with the patient on (B)(6) 2019 to interrogate the device with the clinician programmer. Additionally, it was also noted that the recharger needed to be plugged into the wall for it to work. When the patient unplugs the recharger, the screen goes blank. There were no patient symptoms or complications reported. Additional information received from the manufacturing representative (rep) indicated that the patient has canceled their appointment with them 3 times. Therefore, no further actions have been taken at this time regarding the event. No further complications were reported or anticipated.